Event description:
It was reported that this pacemaker system is not approved for magnetic resonance imaging (MRI). The device was not able to be interrogated with wand. No adverse patient effects were reported related to the off-label use. The device remains in service. No adverse patient effects were reported.